Event description:
Bowel injury. General surgeon treated with an open colectomy, an end-to-end colorectal anastomosis, and a temporary diverting ileostomy.

Manufacturer narrative:
Training record of surgeon was confirmed. General history of similar devices from controlled inventory was considered.